Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer would resume insulin on the pump to address the alarm. The customer's blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump.